Event description:
Patient called and stated that she is returning 5 cassettes that have huge air bubbles. She states she has been in contact with someone who sent her air bill stamps to return the cassettes.